Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration, which was confirmed through an x-ray. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads were replaced. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7170099. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7169000. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).